Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies, using a tandem wall adapter and charging cable directly connected to a wall outlet instead of a power strip. The pump began charging, and no further assistance was required.